Manufacturer narrative:
Qn#(B)(4). The customer returned one radial arterial catheterization device for evaluation. A small grey portion of presumed catheter was also returned; however, this was not a teleflex device. The guide wire was returned fully advanced from the device. Visual examination revealed the guide wire was separated near the center of the wire. The guide wire was also kinked over the edge of the needle bevel. Microscopic examination confirmed the distal weld was fully intact. The total length of the core wire measured to be 10 mm and 125 mm, totaling 135 mm which is within specifications of 135-139 mm per product drawing. This indicates that the entire guide wire was returned. The outer diameter of the guide wire measured to be 0.442 mm which is within specifications of 0.432-0.457 mm per product drawing. A manual tug test confirmed the distal weld was fully intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel.". The customer report of a separated guide wire was confirmed by complaint investigation of the returned device. The guide wire was fractured near the proximal end of the core wire. The device passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the anesthesiologist placed the arterial catheter and stated that upon insertion the guide wire started to uncoil and part of it was embedded in the artery wall. He could not remove it and had to have one of our vascular surgeons come out to remove it in the holding area.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f19d0503. Additional information requested from the user facility. User facility unable to provide any additional information at this time.

Event description:
The customer reports: the anesthesiologist placed the arterial catheter and stated that upon insertion the guide wire started to uncoil and part of it was embedded in the artery wall. He could not remove it and had to have one of our vascular surgeons come out to remove it in the holding area.